Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that resistance was encountered during advancement in the guiding catheter and the device failed to cross the lesion. Slight resistance was felt during removal of the stent delivery system from the patient. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all stent delivery systems (sds) are 100% checked for damage and crimped stent profile. The sds was not returned for analysis which may have aided in the investigation and determination of cause. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous which likely contributed to the reported difficulties. It is possible that as the sds met resistance during advancement in the guiding catheter, the stent or shaft became damaged, further contributing to the failure to cross the lesion. Additional interaction of the damaged stent or shaft with the lesion/anatomy would have led to resistance during retraction; however, as there was no damage reported to the sds, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to position or remove for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the promus stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon, consistent with the sds advanced into the guiding catheter. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip length and stent outer diameters were measured and met manufacturing criteria. The hypotube was separated 16 cm distal to the strain relief tubing. The fracture faces were oval shaped as if kinked prior to separation. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. There were multiple bends through out the entire length of the hypotube. The guiding catheter used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. The returned sds was advanced and retracted through a new 6f guiding catheter with no resistance noted. It is possible that the sds was not properly supported during advancement in the guiding catheter, resulting in the hypotube kinking as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. The kinked hypotube would have further contributed to the failure to cross the lesion and resistance during retraction. An attempt was made to obtain clarification from the account as to when the hypotube separation occurred; however, no further information was available. It is likely that handling of the kinked hypotube during packing for return analysis contributed to the hypotube ultimately separating.